Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had tenderness at the ipg site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had tenderness at the ipg site. The patient will undergo a revision procedure.